Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic following a vibratory alert from the device. Upon interrogation, the alert was delivered due to non-sustained oversensing caused by a loss of capture on the right ventricular (rv) lead. The sensing value of the rv lead had also decreased. Diagnostic imaging was performed and confirmed that the rv lead had dislodged. The lead was capped and replaced to resolve the event and the patient was stable with no consequences.